Manufacturer narrative:
Additional information: patient information updated. Patient weight is approximated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733752, serial/lot #: (B)(4). Patient information was unavailable. A medtronic representative went to the site to test the equipment. It was found that the emitter was cracked. The emitter was replaced. The system then passed the system checkout and was found to be fully functional. The emitter was returned to medtronic for evaluation but the reported problem could not be duplicated. The flat emitter was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. Flexing the cable did not indicate any intermittent opens. Analysis determined the emitter was fully functional with no fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that a healthcare professional received a ¿localizer faulted¿ message with the system. The site attempted to reseat the cabling. Technical services recommended they restart system, and after doing, so the emitter fault issue was resolved. This issue occurred with the patient present but prior to the surgery starting. There was no delay to the case, and there was no impact on patient outcome.